Manufacturer narrative:
This event is from the following abstract article: horikawa m, petersen b, nesbit g, kaufman j. Viabahn stent-grafts placement for emergent/urgent carotid or vertebral artery disease: 17 cases of single center experience. Interventional radiology 2016;31:118. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible.

Event description:
In the medical literature, an abstract article, "viabahn stent-grafts placement for emergent/urgent carotid or vertebral artery disease: seventeen (17) cases of single center experience" was reviewed. The purpose of this study was to report their experience with carotid artery stent-grafts for acute bleeding, impending rupture, or pseudoaneurysms. A retrospective study was conducted between 2004 and 2015. A total of 17 patients were treated with 17 gore viabahn endoprosthesis. It was stated that two patients presented with concerns of infection and bypass surgeries were performed. Graft patency was confirmed for both patients.